Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 and alarm 19 occurred during the load process. There was no impact to the customer's blood glucose level. The customer did not have additional supplies to troubleshoot with tandem's technical support. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.